Manufacturer narrative:
Visual inspection of the autopulse platform (sn (B)(4)) confirmed the customer reported event of damaged wire restraint along with a damaged top cover. The autopulse platform is a reusable device and was manufactured on 04 oct 2007 and has exceeded its service life of 5 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. As part of routine service during testing, the platform was evaluated. Upon power up, the backlight on the display screen was not functioning, and the platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. The display screen issue and ua 16 error message observed during functional testing were unrelated to the report of physical damage. It was indicated that the display screen issue was attributed to a defective processor board and the ua 16 error message was due to a defective drivetrain and motor controller board. Review of the archive data revealed multiple ua 16 error messages from (B)(6) 2017. Upon replacement of the wire restraint, top cover, processor board, drivetrain, and motor controller board, the platform was further tested, passed all final testing and met all specifications without any further issues. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
It was initially reported by the customer that the autopulse platform (sn (B)(4)) wire restraint was damaged. The autopulse platform was subsequently returned to zoll for investigation. Upon investigation during initial power up, the backlight on the display screen was not functioning, and the platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message.